Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed under local anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally. Following the spaceoar vue placement, on (B)(6), 2023, the patient experienced pain and discomfort. A review of the computerized tomography (CT) images revealed the presence of an abscess around the spaceoar vue implant. Due to the observed abscess, the scheduled radiation treatment was postponed with the anticipation of conducting an interventional radiology (ir) drainage procedure. The patient is being monitored and receiving antibiotics.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess.